Event description:
Report rec'd from u.s.a., the device required service because the cutter could not be secured. It is known that there was no user injury, however, it is unknown if event caused a surgical procedure delay or medical intervention related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).